Event description:
Zoll customer support was notified by a pt service rep (psr) of a pt death. A (B)(6) male pt passed away on (B)(6) 2013. The pt was at home at the time of death. The death was cardiac related. The pt was wearing the lifevest at the time of death. The wife spoke to the pt over the phone around 2:10 pm and he stated that he was feeling better. Once she returned home, around 3:00 pm, she found the pt kneeling on the floor with blue gel on him. CPR was started until the ambulance arrived. The pt was home alone at the time of death. The lifevest was alarming when the wife got home. The pt was unconscious when CPR was started. CPR was attempted by paramedics, but they were unable to revive the pt. A review of the ECG recording revealed the pt's rhythm prior to the treatment was ventricular fibrillation. The pt received five appropriate treatments; however, the treatments did not convert the ventricular fibrillation as the impedance was abnormally high. This resulted in very low energy pulses (4 - 5 joules).

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (pt death) was investigated. Upon investigation the monitor was fully functional and able to detect and treat a pt. No problems were found with the monitor. Device eval of electrode belt sn (B)(4) was unable to be completed, as the belt was not returned to zoll. The electrode belt is unrecoverable, as the funeral home indicated it was destroyed. Per review of the treatment analysis, ECG recording, and pt flag files it has been determined that prior to death, the pt was treated by the device with a post shock rhythm of ventricular fibrillation. An arrhythmia was detected at 2:00:29 pm on (B)(6) 2013. The ECG showed vf. Gel was released at 2:00:52 pm. The pt had a total of five pulses delivered, the rhythms were all vf. The pulse that was delivered was 4 - 5 joules during the entire event. The pt was in vf from 2:01:14 to 2:03:08 pm. A non-treatable rhythm was detected at 2:15:05 pm. Asystole was detected at 2:52:23 pm. The electrode belt was disconnected at 3:43:50 pm and the device was shutdown at 5:10:55 pm on (B)(6) 2013. Zoll medical affairs concluded the arrhythmia did not convert to a slower rhythm. The response buttons were not pressed during the entire event. According to the call report, the pt was unable to be revived and passed away on (B)(6) 2013. Considering the monitor was fully functional and within specifications, it is very unlikely that the front te pad was partially removed from the pt, contributing to the low energy pulses and abnormal impedance values, indicating an open load. The low energy pulses would have affected the ability to effectively convert the pt's arrhythmia. The device properly detected and treated the ventricular arrhythmia. However, the arrhythmias didn't respond well to the low energy defibrillation therapy, which was caused by the abnormal impedance. The arrhythmia was not converted to a slower rhythm. As the impedance value indicates, the device may have been partially removed, which would prevent successful conversions. There was no indication of any self-diagnosing device errors prior to the treatment event. The device properly detected and alarmed for the asystole and bradycardia. No treatment sequence was initiated for asystole as this is considered non-shockable rhythm. Monitor sn (B)(4). Electrode belt sn (B)(4), MFR date 12/2010.